Manufacturer narrative:
The device history record for the reported lot number, 80401100, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The device was evaluated. The pump was received empty, it was filled to nominal volume with saline, flow accuracy test was performed, and the pump yielded a rate within specifications, pressure pot testing was performed on the documented saf (select-a-flow) settings, and all tested rates met specifications, the fast flow reported by the customer was not replicated during the functional evaluation. The investigation determined that the returned device functioned as intended during the sample evaluation, no defect was found; therefore, complaint is not confirmed. Root cause could not be determined. All information reasonably known as of 16-nov-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Fill volume: 750 ml, flow rate: 10ml/hr , procedure: unknown, cathplace: unknown. It was reported the 750ml on-q pump emptied out in less than 42-hours with the rate set at 10ml/hr. There was no reported injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 26-sep-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.